Manufacturer narrative:
This report is being retracted as information received confirmed the simulator issue was reported in error. There is no allegation of a simulator issue from the customer. Please disregard this report.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device had experienced a simulator issue. A good faith effort is in the process of obtaining additional information. As the event involved a simulator, no patient involvement is associated with this issue.